Manufacturer narrative:
On 21/jul/2021, the device evaluation was completed. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that device was found to have two tears (a and b) on the anterior aspect. Tear a measured approximately 1.5 cm and tear b: 3.0 cm. In addition, a crease/fold was noted in the anterior aspect of the device. Microscopic examination was performed on the edges of both ruptures, and parallel striations were found in the tears. For tear a, the striation length measured approximately less than 0.1 cm, and for tear b: striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of tear a could not be identified. Based on the information currently available, microscopic examination of the returned product indicates that tear b could have been made during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation was performed for the finished device 5726032 number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient underwent explantation and replacement with 450cc smooth mentor memorygel breast implant, catalog # 3504501bc, on (B)(6)2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain, device migration, rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old white hispanic female patient who underwent a primary breast augmentation with 375cc mentor memorygel breast implant experienced right-sided implant rupture and device migration postoperatively. The patient reported experiencing pain and that the implant fell out of the pocket. The patient then had imaging performed (mammogram, ultrasound, and MRI), and right-sided rupture was discovered. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.